Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). High bg cause was related to air bubbles observed within the infusion set tubing. Tandem technical support provided air extraction steps of the cartridge fill process. Recommendation was made to call technical support if further assistance is required. No additional patient or event information was available.

Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.